Event description:
It was reported that this patient had chronic atrial fibrillation (af) and there were stored episodes of atrial tachy response (atr) on the cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) analyzed device episode data and found that there was occasional under-sensing of this right atrial (ra) lead signal due to the af. Ts recommended reprogramming to account for the patient's condition. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).